Event description:
It was reported that a patient was not able to adjust stimulation and saw a ¿call your doctor¿ icon with a 574 code today. It was stated that stimulation was on but after the patient saw the code she ¿pressed several buttons but never got to the screen showing ins information¿. It was stated that stimulation was off now. It was noted that the patient¿s healthcare professional (hcp) tried connecting the 8840 to her ins and it would not connect. A ¿lead configuration¿ message was seen. It was noted that the patient had a headache and her blood pressure was ¿going to be boiling in 2 seconds¿. Additional information received reported that the patient¿s program had erased when she interrogated her ins. It was stated that the manufacturer¿s representative did a basic program since the patient¿s original parameters were not available. It was stated that the patient did not inform the manufacturer¿s representative of any other complaints. No further information was available. It was noted that the patient was seen on (B)(6) by another manufacturer¿s representative. Additional information received reported that the patient was doing well, no further information was available.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 377760, lot# n0049281, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0049281, implanted: (B)(6) 2005, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2005, product type: extension. Product ID: 3550-09, lot# lb0071, implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type: accessory. (B)(4).